Event description:
As reported, there was a significant discrepancy in the pressure readings between the dpt and the blood pressure cuff. The systolic arterial pressure showing on the monitor was 220mmhg so the patient was treated for hypertension (details not provided) but when the treatment was not proving to be helpful, the blood pressure was checked manually with a blood pressure cuff, which showed the systolic pressure was only 60mmhg. The user was unable to re-zero the dpt so it was exchanged for another which zeroed without difficulty. The new dpt correlated with the manual cuff pressure and showed 60mmhg. No actual patient injury was reported.

Manufacturer narrative:
The product is not being returned for evaluation. Without return of the product, the complaint could not be confirmed and the root cause could not be identified. It is unknown if damages or defect existed on the product. No actions will be taken at this time.